Event description:
The pacemaker, which had been implanted for a month, paced above the programmed maximum sensor rate in the absence of the magnet effect. If the magnet was positioned above the pacemaker, the device paced with the specified magnet rate.